Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and seizure.

Event description:
It was reported that an alert/notification settings issue occurred. On (B)(6) 2026, around 4am, the patient had a hypoglycemia seizure while sleeping. A friend, who had type one diabetes, was present and tested the patient¿s bg meter reading which was 38 mg/dl while the cgm showed a sensor failed alert. The friend treated the patient with a glucagon injection. The patient regained consciousness after approximately 40 minutes. The patient did not seek any assistance from a higher level of care. The patient was ¿fine¿ at the time of report. No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information was available.